Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of manufacturing history found no evidence of product nonconformance and device likely left manufacturer conforming to print. Evaluation of the device confirmed the reported condition, as the head was fractured. Evidence of uneven metal transfer and uneven biological residue was noted on the device. Most likely root cause of the event was a combination of assembling the taper adapter without being fully clean and dry and patient weight and/or activity level post-operatively; however, a conclusive root cause of the event cannot be determined with the available information.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported the patient underwent a revision procedure approximately thirty-three months post-implantation due to fracture of the femoral head. The femoral head, acetabular cup and liner were removed and replaced. It is unknown if all pieces of the fractured head were removed.